Event description:
In (B)(6) 2009, initial surgery was done for right medial malleolus fracture. On (B)(6) 2010, another surgery was done to remove the implants due to non union. During the surgery, metallic fragment was found. It is suspected that the fragment is a part of the instrument used in the initial surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Energy dispersive spectroscopy (eds) was conducted and the analysis indicated that the major element of the fragment was ti. The metallic fragment was made of ti alloy, but drill (B)(4) and driver (B)(4) were made of (B)(4). Thus, the metallic fragment was not a part of the drill or driver used in the initial surgery. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.